Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's sd card was replaced to address a ventilator inoperative issue.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.